Event description:
As surgeon screwed screw into pre drilled hole bone screw cut through plate and left a ringed fragment which was removed. Dr wanted to know why stripping occurred and whether steep angle was the cause.

Manufacturer narrative:
Only filamentous fragment of plate was returned. Investigation of the fragment is in process.